Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that occlusion alarms occurred. Additionally, it was reported that malfunction alarms occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.